Event description:
It was reported the patient failed to recharge the ipg for approximately 2 months. As a result, the external devices would no longer establish communication with the ipg thus deeming the device inoperable. Surgical intervention was undertaken, explanting and replacing the ipg with a newer model. The issue is resolved.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Correction/removal numbers: 1627487-07262012-002-r; 1627487-05242011-002-r; 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.